Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Approximately 3 to 4 months prior to the tubing change, the patient experienced pain, pus, redness and swelling around the stoma site. The patient stated that the symptoms were sometimes more and sometimes less. On (B)(6) 2022, the patient was diagnosed with a stoma site infection and was treated with oral cephalexin and triamcinolone ointment. The patient stated that the stoma site infection was confirmed after the tubing replacement on (B)(6) 2022.